Event description:
It was reported the patient's blood glucose levels rose to 27 mmol/l (486 mg/dl) while wearing the pod for between 25 and 36 hours. During a scheduled appointment with their doctor, the doctor removed the pod and noticed the cannula was bent and no longer delivering insulin. The patient applied a new pod for treatment. No special treatment was provided by the doctor for the high bg levels. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.